Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the arm 1 set-up joints (suj) had been installed incorrectly. The fse reinstalled the sujs to resolve the issue. The system was tested and verified as ready for use. The complaint regarding arm 1 not manipulating properly was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that arm 1 was not able to move the instrument where the surgeon instructed. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.